Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent system was implanted into a pt for the treatment of a lad lesion at marginal bifurcation. The vessel was previously bypassed. Lesion had 99% stenosis with no calcification and no tortuosity. The lesion was pre-dilated with multiple unk balloons of 1.5 mm, 2.0 mm and 2.5 mm all at 8-10 atmospheres for 30 seconds. It was reported that the 2.5 x 18 mm endeavor drug-eluting coronary stent was deployed fine at the target lesion; however, the physician had difficulty removing the balloon and had to pull extremely hard to release the balloon from the stent. When the next angiographic image was reviewed, it was visibly noted that the stent had fractured into three pieces. The physician post-dilated the area with a 2.75 mm balloon at 14 atms then successfully deployed a 2.5 x 12 mm endeavor drug-eluting coronary stent within the fracture stent to cover the fractured area. There was no rupture to the vessel or complications to the pt. The pt is fine.

Manufacturer narrative:
(Other, required intervention) - summary of procedural and ivus images eval: the 18mm endeavor stent appears to have been successfully deployed and the angiographic image of the stent/vessel post deployment and removal of the delivery system appears to show an intact stent (image 9 & 10). The subsequent image (image 11) shows what appears to be a 15mm balloon/delivery system inside the 18mm endeavor stent. The endeavor stent appears damaged in that; there is stent separation at 2 locations along the previously deployed stent. However, there are no images showing the difficulties encountered with the delivery system that may have caused the stent damage and there is no evidence that the stent has fractured. The weld pattern of the endeavor stent is such that not every stent crown is welded or attached. The flexibility of this modular stent design assists in the deliverability of the stent. It appears more likely that the adjacent stent struts have been moved out of alignment giving the appearance of a fracture. The route cause of the removal difficulties has not been determined. During the endeavor clinical evaluations, there were no reported incidence of balloons sticking inside deployed stents or catheter retraction issues and additional testing completed in support of previously reported removal difficulty complaints determined that, the endeavor stent delivery system does not have a balloon stickiness issue. The removal difficulties may have been due to a lock-up between the procedural wire and the delivery system or perhaps the haemostatic valve may not have been sufficiently opened for removal of the device; however, this cannot be confirmed as the procedural wire or the delivery catheter has not been received for analysis.